Event description:
It was reported that patient was not comfortable with the spinal cord stimulator trial leads and experience a lot of pressure from the neck to the lips. The patient underwent a spinal cord stimulator trial lead pull procedure and was doing well post operatively. The explanted device will not be return.